Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The following article investigated the effectiveness of peroral endoscopic myotomy (poem) surgery in achalasia patients with failure of prior pneumatic dilation (pd). Twenty-one patients with a history of failed pd were prospectively recruited as the case group, and 30 patients with no history of prior treatment for achalasia were included as the control group. Complications that occurred during the surgery included three cases of subcutaneous emphysema and one case of pneumothorax. At 3 months after peroral endoscopic myotomy (poem), four patients reported heartburn and regurgitation and were subsequently confirmed to have esophagitis through esophagogastroduodenoscopy (egd).